Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the leads had measured high impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.